Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR. Report: 1627487-2013-13428 and 1627487-2013-13429. The patient has 3 leads from different lot numbers, reporting on all. It was reported the patient was feeling discomfort. It was noted one of the patient's leads (off-label) had migrated and became superficial. The patient underwent a procedure and her physician relocated the affected lead, placing it deeper. Post-procedure, discomfort resolved and effective stimulation resumed.